Event description:
On 14th august, 2023 getinge became aware about the issue with the 86-series washer disinfector resulting in loud noise during cycle. On (B)(6) 2023 the technician serviced, repaired the unit and returned the washer disinfector to use. During the service, the technician reported an issue with incorrectly loading instruments which could be source of the undetected failed cleaning. It was stated that incorrect loading is repeated action. The technician reminded the customer of the importance of properly loading the chamber for effective cleaning the instruments. The frequency of testing the cleaning effectiveness and visual inspection of the completed cycle were not provided. We have no information about any adverse outcome due to the issue, however we decided to report the issue in abundance of caution, that any non-proper cleaned loads used for patients¿ treatment could be the source of infection.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
On 14th august, 2023 getinge became aware about the issue with the 86-series washer disinfector resulting in loud noise during cycle. At this time the issue was evaluated as not reportable, therefore it was not reported to the competent authority. On (B)(6) 2023 the technician serviced, repaired the unit and returned the washer disinfector to use. During the service, the technician reported an issue with incorrectly loaded instruments that may be not thoroughly cleaned/disinfected and could be source of the undetected failed cleaning. The unit which took part in the alleged issue was 86-series washer disinfector with the model name 8666, serial number (B)(6) and the catalog number s-8666913-ctom. The device was manufactured on 6th september, 2011 and installed on (B)(6) 2012. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. As it was stated, during the service of the device the technician noticed improperly loaded basins/ instruments in the chamber. The basins/ instruments were loaded on top of each other. There was a risk that some of the areas of the basin/ instruments will not be completely cleaned. Improper loading of basin/instruments may prevent the detergent from reaching all surfaces of the loads. According to the technician, incorrect stacking is a repeated action. The technician could not confirm if the customer performs visual checks of their loads after each completed cycle. To prevent such situation the service technician reminded customer about importance of proper loading of the chamber to ensure that the correct procedure is followed, and the basins/instruments are washed according to the specification. It was confirmed that when the event occurred, the device was directly involved and met its specification at the time of the incident, as failure to follow the user manual led to the alleged issue. The device was not being used for treatment or diagnosis of the patient. We are not aware if the described issue caused or contributed to the serious injury or worse, however we report the event in abundance of caution, that any non-properly cleaned loads used for patients¿ treatment could be the source of an infection. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number: (B)(4).